Event description:
It was reported that a male patient, born on (B)(6), underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter, and suffered cardiac tamponade requiring pericardiocentesis. The patient died two days after the procedure. During the afib case, a cardiac tamponade was noticed as the doctor heard a steam pop as they were burning at 50 watts, and about 30 minutes later, an effusion was also noticed. The cardiac tamponade was confirmed by intracardiac echo (ice). A pericardiocentesis was performed and 2000 cc of fluid were removed. The patient was reported to be in stable condition. The physician believes that the steam pop might be the reason for the patient complication. The effusion was stable at the end of the procedure and the patient was sent to the ICU for monitoring. Transseptal puncture was performed with an abbott brk-1 407201. Ablation was done prior to noting the cardiac tamponade and there was a steam pop. The event occurred during the ablation phase. An irrigation catheter was used and the flow settings were 8 low/15 high. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector & visitag with the visitag module parameters for stability set to 3mm, 3sec, 25%, 3mm with no additional filters. Color options used prospectively was surpoint. The patient was reported to have recovered from the pericardial effusion, and had other medical problems, and ultimately died a few days after this procedure. The reporter was told that the death was not from the pericardial effusion. The procedure date was confirmed as (B)(6) 2022 and the date of death was confirmed as (B)(6) 2022. The patient received blood because of the blood loss and then needed dialysis. The patient refused dialysis which led to his death.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 22-mar-2022. It was reported that a male patient, born on (B)(6) 1947, underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter, and suffered cardiac tamponade requiring pericardiocentesis. The patient died two days after the procedure. During the afib case, a cardiac tamponade was noticed as the doctor heard a steam pop as they were burning at 50 watts, and about 30 minutes later, an effusion was also noticed. The cardiac tamponade was confirmed by intracardiac echo (ice). A pericardiocentesis was performed and 2000 cc of fluid were removed. The patient was reported to be in stable condition. The physician believes that the steam pop might be the reason for the patient complication. The effusion was stable at the end of the procedure and the patient was sent to the ICU for monitoring. The patient was reported to have recovered from the pericardial effusion, and had other medical problems, and ultimately died a few days after this procedure. The reporter was told that the death was not from the pericardial effusion. The procedure date was confirmed as (B)(6) 2022 and the date of death was confirmed as (B)(6) 2022. The patient received blood because of the blood loss and then needed dialysis. The patient refused dialysis which led to his death. Device evaluation details: the device was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of it. Visual analysis of the returned device revealed that no damage or anomalies were observed on the smart touch sf (bidirectional). Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. A manufacturing record evaluation was performed for the finished device [30707758l] number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. No malfunction was observed during the product analysis. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. The physician stated that the issue was not related directly with the device. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).